Manufacturer narrative:
(B)(4). Following completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during the attempted implant once connected with a non-boston scientific right ventricular lead, this device exhibited no pacing nor evidence of capture. Terminal pin insertion was then noted to have been incomplete and it was removed and reinserted into the device header. After proper connection was established, the pacing function of the device was still not evident. The device was then inserted into the pocket for testing purposes; however, the issue remained unresolved and the device was removed from the procedure. Another boston scientific device of same model type, was then successfully implanted in absence of any adverse patient effects with the same rv lead. The attempted implant device was returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was interrogated and found to be programmed to vdd mode with the rv lead programmed to unipolar. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device was confirmed to pace and sense in both unipolar and bipolar configurations. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have resulted in the observed lack of pacing at the time of implant.